Event description:
It was reported that resivion surgery was performed.

Manufacturer narrative:
Radiographs showing the position of the components whilst in vivo were analysed in lieu of returned devices.